Manufacturer narrative:
Investigation included technical support troubleshooting and a review of use steps and supplies, including confirmation of cartridge, infusion set, and connector lot numbers. Investigation of this case revealed a persistent motor stall condition without foreign material in the chamber and inability to proceed with rewind. It was concluded that the device experienced a motor stall malfunction that necessitated replacement, with no reported patient harm.

Event description:
It was reported that the ilet delivered alert 38 indicating consecutive motor stalls that did not clear despite restarts, supply removal, chamber inspection, and attempted dry run, and the user could not complete a rewind. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user troubleshooting with guidance to contact a healthcare provider for backup therapy.